Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device failed to beep during saverevo testing. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 23rd november 2016. The reported fault could not be confirmed. The device was returned with the reported fault ¿device failed to beep during saverevo testing¿. Information from the history log shows that the device successfully records self-tests from the first pad-pak installation date on the 16th january 2017 up to the last log entry, prior to receipt at heartsine, on the 17th march 2019. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Further information obtained from the distributor, htm medico, stated the fault was discovered during routine testing of the device on saverevo in which the audible beep was tested (see attached distributor email [4]). The audible beep, speaker and audible prompts were verified during the investigation and using the saverevo diagnostic tool during testing. Therefore, it is possible that incorrect use of saverevo diagnostic test tool may have caused the reported issue. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device failed to beep during saverevo testing. No patient involved.